Manufacturer narrative:
Upon retrospective review, this issue was determined to be a MDR.

Event description:
Merge hemo monitors, measures and records physiologic data from a human patient undergoing a cardiac catheterization procedure. A customer complaint was received from customer alleging the 14ft entidal co2 nomoline was having problems with inaccurate readings. Currently, only the 7ft nomoline has been tested and approved by merge for use with hemo. The customer is using a cable length not recommended by merge. The cable is not reporting accurately which may lead to a delay in diagnosis and/or treatment of patients. There were no reports of patient injury. (B)(4).